Event description:
It was reported that the patient presented to the emergency room with complaints of a burning sensation near the pocket. Upon device interrogation, the right atrial lead exhibited high capture thresholds. A chest x-ray revealed lead dislodgement. The lead was explanted and replaced on (B)(6) 2014.